Manufacturer narrative:
No patient specific details have been provided. Therefore, the patient identifier reflect the w. L. Gore internal case number. The investigation is ongoing. Preliminary results are not yet available. The device remains implanted and therefore, the device evaluation cannot be performed. A review of the manufacturing records for this device verified the lot met all pre-release specifications. Additional information have been requested from the clinical site but have not been received as of today. Code c21 is reflecting the upcoming results from investigations represented by codes b13, b20 and b11. Code c19 is in relation to the review of the manufacturing records which indicated that the lot met all pre-release manufacturing specifications (b14). W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may have not been able to fully investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
The following was reported to gore on march 30, 2026 from the imedidata study database: on (B)(6) 2025, the patient had pre-procedure computed tomography angiography (cta), where maximum diameter of thoracic aorta was measured at 70 mm. On (B)(6) 2025, the patient underwent primary procedure for endovascular treatment for a fusiform aneurysm in the thoracic aorta. Gore® tag® thoracic branch endoprosthesis (tbe) was successfully implanted in the aortic arch. The patient was discharged home on (B)(6) 2025. On (B)(6) 2025, the patient had a follow up cta, where type endoleak type ii was noticed. Intercostal artery was stated as source of perfusion. Also, the clinical site stated that the endovascular approach with embolization to treat type ii endoleak failed as technically it was not possible. No additional information, including the attempt date of the embolization were provided. Maximum diameter of treated thoracic aorta was measured at 66 mm. On (B)(6) 2026, the patient had another follow up cta, where type ii endoleak was not observed. The site was contacted to obtain more information.